Manufacturer narrative:
The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge and used cartridge for 5 days. Tandem technical support informed the customer that this is off label per the user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to blood glucose.